Manufacturer narrative:
.

Event description:
Procedure: low ventral incisional hernia. According to the reporter: after initial hernia, the patient had three re-operations. The first for lysis for adhesions and one for an incisional hernia away from the hernia site. On the third procedure, the surgeon found an incarcerated hernia where the bowel had protruded through the middle of a 1cm-1.5cm defect in the mesh. The mesh was removed and the patient was discharged from the hospital. Re-operation. Mesh was removed.